Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, their implantable cardioverter defibrillator exhibited episodes of post-paced t-wave oversensing. The patient did not experience any adverse events. The patient was brought into clinic and programming changes were made. No further episodes of oversensing have been noted.